Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Log file analysis did not reveal any alarms for the 14 days leading up to the reported event date as well as normal pump parameters. Onsite inspection revealed cracking of the driveline outer sheath. A driveline sheath repair was performed to mitigate the reported condition. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the clinical specialist that while hospitalized for an unrelated event this patient's driveline was noted to be in need of a sheath repair. The old rescue tape; which had been placed by site, was removed, and a driveline sheath repair was completed per fs0012. Upon visual inspection, cracks were noted at the distal portion of the driveline (close to controller).  The repair was placed at the distal portion of driveline proximal to about 4 inches from driveline exit site. There were no reported pump stops and no reported effect on the patient. No further information was provided.